Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken output connectors. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken output connectors. Analysis also noted that the epg failed incoming testing for the display back light on-off difference. The output connectors and display were replaced. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service and subsequently tested out of specification during manufacturer's analysis.